Manufacturer narrative:
Examination of the submitted device confirmed the threaded tip has fractured and the 513-5226-01 rod component and 513-5226-02 handle component are disassociated at the weld. The root cause of the is disassembled rod component and handle component are being attributed to be manufacturing process related. In order to prevent failure at the weld between the rod and handle, the welding process at the supplier has been updated from a laser weld process to a tig weld process. The change went into effect at the supplier in june of 2009. The returned device was manufactured in january 2009, prior to the improvement. No further corrective action required. The root cause of the fractured threaded tip fracture is attributed due to ductile overload. The overload is attributed to misuse due to levering the device from side to side while assembled to the rod trial. No evidence was found indicating product error was a contributing factor to the reported event, the need for corrective action is not indicated. Monitor trends through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip broke off inside the stem trial and the top portion of the handle broke off too.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.